Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced infection, migration of mesh, suture granuloma caused many infection issues as well, partial explant, most of the mesh was "free floating" when partially excised.

Manufacturer narrative:
(Patient codes, device codes, ime e2402: sinus), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, failure of mesh, discomfort, inflammation, infection, granuloma, mesh migration, mesh free floating, drainage, mrsa, mssa, draining sinus. Post-operative patient treatment included partial removal of mesh, mesh revision, mesh removal, resection of suture granuloma, debridement of infected mesh, hernia repair.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, fistula, seroma, non-healing wound, open draining wound, scarring, abscess, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, failure of mesh, discomfort, inflammation, infection, granuloma, mesh migration, mesh free floating, drainage, mrsa, mssa, draining sinus. Post-operative patient treatment included left radical orchiectomy, partial removal of mesh, mesh revision, mesh removal, resection of suture granuloma, debridement of infected mesh, hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, failure of mesh, discomfort, inflammation, infection, granuloma, defective mesh, mesh migration, mesh free floating. Post-operative patient treatment included partial removal of mesh, mesh revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.